Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets tubing detachment events on (B)(6) 2025. The tubing was detached from quick release. Infusion sets were used for three days. Patient also experienced the bleeding at the site. No further information available.